Event description:
At the initiation of dialysis, blood spurted from the connection point of the protective cap on the venous-side line while the pump was operating. As a result, the patient experienced an estimate blood loss of approximately 100cc, and the healthcare facility has requested reimbursement for the cost of erythropoietin (epo).